Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, patient underwent left tkr on (B)(6) 2018. Revised on (B)(6) 2021 due to ligament laxity and instability. Replaced with the evolution revision system with stems and augments. Additional history - patella resurfaced on (B)(6) 2019 and insert replaced from 10mm to 14mm, reason unknown. (B)(6).